Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that he was running the background on the cell dyn ruby analyzer when the pressure sensor hose came off and splashed sheath diluent on his face. The customer saw a leak, opened the cover, and the pressure sensor hose was loose and sprayed diluent. Even though he was wearing goggles, the customer believes he got a little diluent in his eyes and washed them with running water. The customer put the hose back on and, later, the diluent heater hose came off by itself and without any user intervention. During the background, the customer saw a leak, opened the lid and the pressure sensor hose was loose and sprayed diluent. No impact to patient management was reported.

Manufacturer narrative:
The investigation included review of product historical data, product labeling and consultation with on-market engineer. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. Labeling found to be adequate. A scenario where customer was splashed with sheath diluent on face can be classified as biohazard or chemical hazard. According to the cell-dyn ruby system operator¿s manual (9212934g), customers are advised to not open the cell-dyn ruby analyzer door when the instrument is in operation. The instrument is designed with a set of physical front covers to protect the analyzer and the operator during system operation. The covers should be closed during analyzer operation (refer to section 1, use or function, subsection system components). A spray from the flow panel during the following operating conditions could be due to the failure of the operator to correctly perform the following service/maintenance procedures: replace transfer pump tubing, clean shear valve, replace dil/sheath filter, replace tubing in normally closed (nc) valves, vacuum accumulator 1 and 2 rinsing procedure. The scenario customer faced can be due to the above conditions which potentially led to leak and tubing coming loose. Additionally, cell-dyn ruby systems diluent/ sheath 01h73-01, safety data sheet provides first-aid measures for accidental exposure to diluent sheath. After eye contact: rinse cautiously with water for several minutes. Remove contact lenses, if present and easy to do. Continue rinsing. If eye irritation persists, get medical advice/attention. Wash hands after handling. Based on the investigation, no product deficiency was identified for the cell-dyn ruby, list number 08h67-01 for the complaint issue. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.